Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that the customer had a low blood glucose (bg) in the 30¿s; cause was not known. Customer tried to address the low bg by consuming carbohydrates, however, the customer also delivered a bolus to negate the consumed carbohydrates. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline d50 and carbohydrates. Treatment resolved the issue and there was no permanent damage. Customer was released later that day. Tandem technical support informed that customer to not deliver a bolus during a low bg event.